Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant procedure, the lead end was stuck in the superior vena cava, in a place called "crosse asygos". The physician wasn't able to get it out by pulling or by pushing, with or without a stylet in it. Finally, the physician tried to turn the lead and succeed in pulling it out the vena cava by giving it several movements of push and pull. It was then impossible to insert a stylet in the lead. The head of the lead seemed to have been damaged by the manipulation. So the physician decided to implant another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.